Event description:
Took my dexcom g6 sensor off and have a horrible, itchy, red, raised rash where the adhesive was. This is the second time this has happened to me and the rashes last for weeks. Apparently this is an ongoing problem for a lot of other diabetics that rely on the dexcom g6. FDA safety report ID# (B)(4).